Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report single leaflet device attachment/slda, and medical intervention it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds 90301u146) was advanced to the left atrium; however, during the initial opening of the clip, the clip would not open. Therefore, the cds was removed with the clip attached, and the procedure continued with a new clip. The second clip (90506u231) was deployed; however, the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). Per the physician, the cause of the slda was due to clip opening upon removal of lock line. Troubleshooting was performed, and the clip was closed to continue with deployment. Another clip was successfully deployed to treat the slda. An attempt was made to grasp with a fourth clip (81030u151), but the mean pressure gradient increased to 7mm hg. Therefore, the leaflets were un-grasped and the mean pressure gradient returned to baseline. The cds was removed with the clip attached. The procedure ended at this point. Two clips were implanted, reducing mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. All available information was investigated and the reported clip open lock and single leaflet device attachment/ slda could be replicated under the testing environment. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported form this lot. All available information was investigated and a definitive cause for the reported clip open locked that resulted in slda could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.